Manufacturer narrative:
The customer stated that there have been no further erroneous results and ise results have been fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated quality control (qc) results from (B)(6) 2017 were low on the cobas 8000 ise module and the na and cl results were higher when repeated. The customer replaced all the reagents and performed calibration. Afterwards, qc was higher and close to previous results. The customer initially provided erroneous na results for 1 patient sample that were reported outside of the laboratory. Patient 1 initial na result was 130 mmol/l with a data flag. The repeat result on a different cobas 8000 system was 139 mmol/l. The customer then pulled approximately 250 patient samples that were run between 4:00 p.m. On (B)(6) 2017 and 3:00 a.m. On (B)(6) 2017. The customer issued corrected reports for approximately 100 patient samples tested for na and cl. No k results were corrected. The customer provided data for an additional 2 patient samples. Based on the data provided, the na results for both patients were erroneous and had been reported outside of the laboratory. Patient 2 (male with date of birth of (B)(6)) initial na result was 134 mmol/l. The repeat result was 141 mmol/l. Patient 3 (female with date of birth of (B)(6) 1985) initial na result was 132 mmol/l. The repeat result was 138 mmol/l. No adverse event occurred. The na electrode lot number and expiration date was not provided. The field service engineer (fse) visited the customer site on (B)(6) 2017 and did not identify any issues. On (B)(6) 2017 the fse returned to the customer site and replaced all electrodes and the sample probe. Calibration and qc results were within the customer¿s specification. The customer stated since the 2nd service visit there have been no further issues. Based on the calibration data provided, it appears the instrument is in good condition. The calibration data suggest issues related to the handling of the calibration standards. The calibration standards may have been open too long and evaporation took place.